Event description:
It was reported by service report that the bed scale, I-bed, and bed exit are not working. The foot right load cell is reading zero. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.